Event description:
The customer loaded an internal reference solution on the analyzer without the chimney as instructed in product labeling on (B)(6) 2015. The customer then received questionable ion selective electrode (ise) sodium results for an unknown number of patient samples. Information was only provided for one patient sample that occurred on (B)(6) 2015. A physician called questioning the result of 123 mmol/l. The patient was redrawn and the result was 122 mmol/l. The redraw sample was sent to another site that used a cobas 6000 c501 analyzer and the result was 134 mmol/l. The result from the other site was believed to be correct and the sodium result was corrected. There was no adverse event. The lot number of the sodium electrode was e7880. The expiration date was requested, but was not provided. The field service representative confirmed the chimneys were not placed into the ise internal standard bottles and the customer put chimneys into the bottles. The field service representative checked the analyzer and found it performed properly. The customer verified good calibrations and controls since (B)(6) 2015 without errors. All qc has been acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration data confirmed issues that were related to the improper handling of the internal standards. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation parameters. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.